Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the ins had ¿ruptured its pocket¿ three times. It was noted that the first time, they were aware on (B)(6) 2019 and had surgery to resolve it on (B)(6) 2019. The second time, they were aware at the end of (B)(6) 2019 and had surgery (B)(6) 2019. It had been occurring again ¿now for almost a month,¿ since (B)(6) 2019. No further patient complications were reported.